Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's daughter reported that the patient was admitted to the hospital due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2022 and was transferred to the intensive care unit. The pump was removed and the patient was treated with insulin intravenously. The patient's health improved on (B)(6) 2022 and she was connected to the pump again. The patient started again having high blood glucose values over 400 mg/dl and the pump was removed again. The patient's daughter stated that there were no errors or defects observed on the pump during the incident and that she had no information on the frequency of infusion set replacements. In the meantime patient's condition is fine and she is re-connected to the pump without any issues.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.